Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On 7/27/2022 it was reported by a sales representative via sems that an ar-6475 arthroscopy pump failed during a case. The pump continued to pump fluid into the shoulder. The pressure did not reduce when the controls were set lower so the pump was turned off. The doctor stated this issue was caught in time and there was no extravasation or injury to the patient. The pump was replaced and the case was completed with no further issues. No patient affect.